Event description:
It was reported that an inflatable penile prosthesis (ipp) surgery was performed due to a break in the left cylinder tube. The device was explanted and replaced. No patient complications were reported in relation to this event.